Manufacturer narrative:
Following our received of the one opened/used simplera sensor and performed a visual inspection on the serter product for physical/cosmetic damage (dents or cracks on the serter shell/cap-tyrek), none were found. Performed an inspection on the serter and found the unit in its disable state, then proceeded to nikon microfocus x-ray system machine (xtv-160) the unit and found the actuation clips released, inspected the insertion springs for any misalignment and none were found, also found the needle to be aligned within tolerance, also inspected insertion needle for burrs/hooks and dull needle tip defects, and none were found. Introducer needle passed per specifications. Found one out of two retractor shoulders damaged in summary: the customer complaint of sensor flex broken was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced sensor break. The customer reported no adverse event. The event involved product(s) mmt-5100jd1. Troubleshooting was performed. The customer reported sensor fractured inside the body. The sensor filament fractured when inside the body. Advised to return the sensor and inserter. No harm requiring medical intervention was reported. The customer discontinued using the device. Product mmt-5100jd1 was returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.